Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. Multiple requests for additional information were sent to the customer; however, no additional information was received. It was reported that the device would not be returned for evaluation. The hmii lvas IFU lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient collapsed an expired while at home. No additional information was provided.